Event description:
During a procedure a pressure sensor error was displayed on the pump, which could not be cleared and ablation could not be performed. The patient was already prepped and had catheters in place when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One cool point irrigation pump was received for evaluation. After power up, the pump passed the self-start-up test. Once a cool point tubing set from the current inventory was inserted into the returned cool point pump and primed a ¿bubd¿ alarm was displayed upon pressing the arrow key to start the flow rate test. No bubbles were detected from the tubing set. Cleaning the bubble detector and reconnecting the tubing set to the device did not clear the ¿bubd¿ alarm. Therefore, testing was discontinued and the reported ¿pres¿ alarm could not be determined. The faulty bubble detectors were replaced and the pump functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.